Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ll diagnosed via echogram. Device has been explanted and replaced with another manufacturer¿s device.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ll diagnosed via echogram. Device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and rupture was received on january 26, 2026 with lot number 2670916. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening and observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.